Manufacturer narrative:
The reported event of high impedance was confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 51.8 cm. The inner coil at the connector region was over torqued and all the filars were broken. The damage was consistent with surgical damage. The lead failed high potential test and was observed with high lead impedance during analysis. The cause of the reported event was due to broken filars of the inner coil consistent with surgical damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant surgery, the pacemaker lead exhibited high impedance. The physician attempted to reposition the lead, however, the patient suddenly felt uncomfortable and began vomiting. The physician then terminated the procedure in concern for the patient's safety. The patient was reported to be in stable condition.